Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during induction testing, this subcutaneous implantable cardioverter defibrillator (s-ICD) could not successfully convert the induced ventricular fibrillation (vf) due to high defibrillation thresholds. External shocks were required to restore normal sinus rhythm. Boston scientific technical services (ts) noted that system position, anesthesia and patient condition could contribute to high defibrillation threshold values. The field representative indicated that the device could be more posterior and a revision procedure was planned. Intervention was performed and the s-ICD was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD).